Manufacturer narrative:
Results - the screw head was scratched & deformed where the pliers were used to remove the implant. The distal 2/3 threads had the tips of the thread crests flattened out. It is highly unlikely that even hard bone would cause this plastic deformation of the thread crests. We have seen this type of uniform thread damage when the screw contacts another object (k-wire, other screw, retractor,...) While being driven into the bone. Conclusion - it was reported that the surgeon did not follow the surgical technique by pre-drilling the bone before implanting the screw, the failure is consistent with this condition.

Event description:
While performing a procedure in extremely hard bone, the surgeon was implanting a screw prior to implanting a mtp plate, when the screw stopped advancing. The surgeon did not predrill for the screw per the surgical technique.